Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated the unit and could not duplicate the reported issue. Pump was charging batteries normally. Replaced expired tidal volume disk. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.